Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm after changing battery. Customer reported that battery was changed the previous morning and was completely depleted the next morning. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a button error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test, weak battery, low battery, bad battery alarms or blank display noted. No button error alarms noted. No moisture damage noted on the keypad traces. No unlocked lcd keypad connector noted. The buttons responded properly. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.